Event description:
Medwatch report explained that during a re-operative aortic valve replacement (avr, a piece of the codman needle driver insert broke off while the surgeon was placing a stitch. The surgeon saw the tip fall into the ventricle. The surgeon used fluoroscopy, x-ray and video scope but was unable to locate the tip. The patient had prolonged or due to surgeon looking for the tip. Then the patient had a prolonged ICU course and a prolonged hospitalization. It is unclear if the ICU course and hospitalization were related to these events. The MFR response is a meeting is being arranged.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. However, in absence of the device and/or lot number a meeting with the account and a process review was conducted, which did not reveal any changes. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.